Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and there was no evidence of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors were leaking from the blue winged luer cap. The leak was observed during compounding prior to patient use. There was no patient involvement. No additional information is available.